Event description:
Account alleged that the left intermediate siderail would not latch.

Manufacturer narrative:
Technician stated that the siderail would not stay up at all. Technician found the holes in the mounting bracket were oblonged causing this issue. Technician replaced the mounting bracket to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.